Manufacturer narrative:
The device was returned to the manufacturer's service center on 17 jan 2025 and evaluation completed on 26 feb 2035. On evaluation, there were no errors located in the device's error logs. A fault was found with the light-emitting diode (led) connections between the printed circuit assembly (pca) and the user interface (ui) panel. The connection was repaired. After maintenance was completed, the device was tested and passes all test steps. The device was returned to stock. Three good faith effort attempts were attempted for additional information. However, there was no response.

Event description:
The manufacturer received that a patient prescribed ventilation therapy using a dreamstation st30 ventilator has died. There is no allegation that the device contributed to the death. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. The device has not yet been returned to the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.